Event description:
Implant fracture.

Manufacturer narrative:
Implant region 14 fractured. Construction was an implant retained dental bridge. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant

Event description:
Implant fracture.